Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.00mm/50cm/2cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured when pressure was increased to 10 atmospheres upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient's condition is good.

Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.00mm/50cm/2cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured when pressure was increased to 10 atmospheres upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient's condition is good.